Manufacturer narrative:
(B)(4). Manufactured on an unknown date in august 2012. The device was not returned for evaluation. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The patient was not connected to the homechoice device at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient¿s daughter stated that she last saw her father alive the evening of (B)(6) 2014, and found him dead on the floor of his home on morning of (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.